Event description:
It was reported that during implant, the surgeon noted that the coring knife was not working properly and was unable to core the left ventricle apex. A brand-new backup coring knife was provided, and the apex was able to be cored. The operation was successfully completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
There were no consequences to the patient in regard to the event. There was a delay in the procedure, however the backup coring knife was readily available, so the delay was minimal.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed that the knife was not sufficiently sharp. The coring knife, serial number (B)(6), was returned in a plastic bag with the protective caps present, but not attached to the knife. The coring knife handle was returned loose in the bag. The coring knife was in used condition as residue consistent with blood was present on its internal and external body, as well as the blade edge. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection revealed that the blade edge had multiple imperfections. These imperfections consisted of folds/chips to the blade edge which appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a foam sheet. The knife was unable to cut through the sheet as expected, consistent with the reported event. It should be noted that a control coring knife used for comparison was able to cut through the same sheet without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by the manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists the apical coring knife as an optional component for device implantation. Additionally, the IFU provides information on preparing and handling the coring knife. The IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.